Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a flexnav delivery system (ds). During the procedure, the valve was able to be implanted at a depth of 0-1mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-operative on an unknown date, the patient was observed with coronary thrombosis. An unspecified medication was administered. The patient was reported to be in an unstable condition. The valve explant procedure was scheduled to be performed. On (B)(6) 2026, the valve was explanted and replaced with an unknown valve by performing a surgical intervention.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.